Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there was a malfunction in the pump's roller line, which was thought to be a manufacturing defect. During the procedure, while the pump was already connected, a leak was detected in the line. Given this situation and the clinical context, a decision was made to apply a clamp to stop the leak and allow the procedure to continue in a controlled manner. There was no additional adverse patient effect associated with this event. Medtronic received additional information that it was not possible to count how much blood lost because of the issue. A container was placed under the drip, and approximately 50 cc of blood was collected. A transfusion was not required as a result of this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.